Event description:
Per the audiologist report, the patient began to experience a decline in performance. Reportedly, the patient's internal device has several short circuited electrodes. It was also reported that the patient has mondini's syndrome. Reimplant/explant surgery was planned for 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.